Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient alleged the rash to be located on his chest, back and thighs. The patient's physician prescribed a steroid cream. Follow-up indicated that the patient was following his physician's instructions and that the rash had greatly improved.